Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) on (B)(6) 2024 due to an elevated blood glucose (bg) level and diabetic ketoacidosis. Additional information was not provided. Multiple follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.